Event description:
It was reported that the patient was hospitalized with fever, chills and diarrhea due to an infection. A computed tomography (CT) scan was performed which did not show any thoracic or abdominal infection focus, blood and urine cultures were also negative. It was also noted that there was an acute increase liver parameter and acute liver function deterioration with international normalized ratio (inr) derailment. A CT scan revealed hepatic remodeling in long standing portal, hypertension was present as well as an increase of transaminases. Oral and intravenous (IV) antibiotic therapy was initiated. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the product surveillance registry (psr) mechanical circulatory support (mcs) therapy base. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient was hospitalized with fever, chills and diarrhea due to an infection. A computed tomography (CT) scan was performed which did not show any thoracic or abdominal infection focus, blood and urine cultures were also negative. It was also noted that there was an acute increase liver parameter and acute liver function deterioration with international normalized ratio (inr) derailment. A CT scan revealed hepatic remodeling in long standing portal, hypertension was present as well as an increase of transaminases. Oral and intravenous (IV) antibiotic therapy was initiated. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection and hepatic dysfunction are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.